Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. As received, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, there was a short between the +5v wire and agnd in the cable connecting ECG electrodes c and d. The cause of the code 204 is a disruption in communication between the monitor and electrode belt. The cause of the disruption in communication is the shorted wires. The root cause of the shorted wires cannot be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was displaying code 204.